Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #2r-cem; cat# 5515f202; lot# ap77k; triathlon fix. Peg 2 per pk; cat# 5575x000; lot# ens4d; tri ts baseplate size 3; cat# 5521-b-300; lot# bzx9ga; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0084088k; unknown_lim_product; cat# unk_lim; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Surgeon performed an I&d with a triathlon tibial insert exchange due to infection on a right knee. The original primary surgery was on (B)(6) 2019. Update 01/april/2019: rep provided an excerpt from the primary operative report and the revision usage sheet and reported that no further information will be released by the hospital or surgeon.